Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing of the device was fine. The second firing, the device handle was fired several times, but the clip would not feed into the jaw and the device started to cut the tissue. The surgeon removed the device from the patient and continued trying to fire it outside the patient when a piece of tissue ¿popped out¿ of the end of the device. Once the piece of tissue ¿popped out¿ the device did deploy formed clips again, but the surgeon did not want to use it after that. The surgeon used suture to ligate the structure the device was being fired on, and a competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91c48. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 conforming clip, after that, the clips did not advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. Nine clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.